Event description:
It was reported that while inserting the lead into the generator the physician felt abnormal resistance and experienced high impedance above 9000 ohms. The pin was removed and generator was tested with a resistor pin; generator had 4042 ohms indicating no issues. Pin was re-inserted, high impedance and heavy resistance felt once again. Despite the test resistor confirming no issues with the gen, the insertion difficulties are a generator issue causing the high impedance. Backup generator was used no issues with device impedance within normal limits. Product has been returned for product analysis however analysis has not been completed at this time. Device history records were reviewed on 05/01/2026 for the generator m1000 sn: (B)(6). The device passed all functional specifications and quality tests and were sterilized prior to distribution.